Manufacturer narrative:
Correction information g6: follow up #1. H6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004.

Event description:
During inspection, the user found that the scope and processor did not show image and changed another one to use. They contacted the device department to repair. This event occurred at the time of during inspection. There was no report of patient harm.